Event description:
An endurant stent graft system was inserted in the patient for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm. The vessel morphology was unremarkable. The physician "atteman" endurant stent graft system was inserted in the patient for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm. The vessel morphology was unremarkable. The physician was unable to inserted another manufacturer¿s aui device, but it could not be advanced to the intended landing zone, because the device was too large in diameter, prior to the use of the endurant aui. The endurant aui was able to be advanced to the intended landing zone however the stent graft and the graft cover would not completely retract. The patient was converted to an open repair. The stent graft system was surgically removed. The cause of the inability of the graft cover not being able to retract was due to a previously implanted bare metal iliac stent that was on the graft cover constricting the graft cover. No clinical sequelae were reported and the patient is fine. "Pted" to implant a cook aui device prior to the endurant aui however the cook aui could not be advanced to the intended landing zone, because it was too large in diameter. The physician called the medtronic sales rep after 4 hours of trying to get the cook aui device inserted requesting an endurant aui. The endurant aui was able to be advanced to the intended landing zone however the stent graft and the graft cover would not completely retract. The patient was converted to an open repair. The stent graft system was surgically removed. The cause of the inability of the graft cover not being able to retract was due to a previously implanted bare metal iliac stent was on the graft cover constricting the graft cover. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (deployment difficulties); caused by another drug/device (bare metal stent). Conclusion: caused by another drug/device (bare metal stent).